Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. Customer¿s blood glucose at the time of the incident was 400 mg/dl. The customer reported that insulin pump had insulin flow block alarm and infusion set cannula was bent. Troubleshooting was not performed for high blood glucose and performed for insulin flow block alarm. Customer states the insulin exited. The insulin pump will not be returned for analysis.